Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged from 100-140 mg/dl. Reportedly, the cartridge was reloaded, and insulin delivery was resumed; however, the issue persisted and a replacement pump was sent to the customer. Customer will continue to use the pump until the replacement arrives.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.